Event description:
Revision after 4 years due to acetabular loosening.

Manufacturer narrative:
The cormet cup device was manufactured in february 2006 as part of a batch of 10 devices. Manufacturing records confirm that all devices conformed to specified dimensions and material composition. X-rays and patient details have been requested.